Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During implantation of the subject device, no irregularities were noted, and the lead threshold was measured to be 1,0v. Reportedly, one week later, threshold increase was identified, and an intervention was performed to reposition the associated lead. Approximately one month later, pacing failure was observed due to unstable threshold, and a second intervention was performed, since the cause of the threshold increase could not be determined. The subject device and the associated lead were replaced. The threshold measured at this time was 0.75v. It was noted that the lead impedance and wave amplitude were always stable while the subject device was implanted.